Event description:
The customer called with a complaint that they were getting erratic readings and also that their meter had display problems. For example, they would get a reading of over 300 mg/dl followed by a reading of 200 mg/dl. During the troubleshooting process, it was determined that there were missing segments from the hundreds, tens, and units positions of the display. A request was made to have the meter returned for evaluation. In the meantime a replacement unit has been provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.